Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was working great but they desired better foot coverage in both feet. Surgical intervention was performed. The healthcare provider pulled existing leads down to get better foot coverage. The issue was resolved. No symptoms were reported.